Event description:
On (B)(6) 2002, l4-5 of the pt was fixed by (B)(4). Because of adjacent spinal segment disorder, on (B)(6) 2012, (B)(4) was extracted and l5-s1 of the pt was fixed again by xia3. Same pt same as (B)(4).

Manufacturer narrative:
Method: risk assessment. Results: product was not returned, but based on the event description and after follow-up with the initial reporter it was confirmed that there was no issue with the (B)(4) devices that were implanted for almost 10 years and were successfully removed. Pt suffered new pathology (adjacent level s1) and that is why the revision surgery was conducted and the original implants removed. The new pathology was addressed using another system. Report is filed on (B)(4) locking cap single unit. The other products from the original construct were a (B)(4) screw poly-axial 6.75 x 50mm and a (B)(4) 50mm rod. No further investigation is required on these (B)(4) implants which performed as intended almost ten years in pt and were removed successfully.